Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq legacy system complaint number (B)(4). Reason for original complaint.- litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Doi: (B)(6) 2003; - dor: none reported; ( right side). Patient is a resident of (B)(6). Update: 11/8/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added.. Update 2/24/16-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated metallosis and trunnionosis. The stem is being added to the complaint. Lab results indicated the metal ion levels were below 7ppb. The complaint was updated on: 3/14/2016. Update ad 26 april 2018: com-(B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets.  In addition to what were previously alleged, pff alleges metal wear and metallosis confirmed in the medical records. It also provided the complete patient details. Updated patient codes. Doi: (B)(6) 2003; - dor: (B)(6) 2013; (right hip).